Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Were there any intra-operative complications? Onset date/time of the pain from surgery? Was medical intervention given for the pain management? Results? When was the mesh exposure first noted by a physician? Was the exposed mesh excised? Please provide date and surgical findings of the re-operation. Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced multiple vaginal erosions. It was also reported that the patient is due for removal of the mesh. Additional information was requested.